Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a pleurx¿ pleural catheter tube leaking directly behind the valve. No patient injury was reported. The issue was resolved by replacing the valve. During follow up response it was further reported that a hole was found in the tube behind the valve.

Manufacturer narrative:
H11: a definitive root cause for the reported failure mode could not be established due to insufficient information. Specifically, the absence of a lot number, photographic evidence, and physical samples limited the scope of the investigation. Additional details or the availability of a physical sample may provide further insight into the nature and origin of the failure. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex f (impact code), annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), b1: type of report, h1: type of reportable event. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a pleurx¿ pleural catheter tube leaking directly behind the valve. No patient injury was reported. The issue was resolved by replacing the valve. During follow up response it was further reported that a hole was found in the tube behind the valve. It was also further reported that the pleurx catheter had been removed and replaced.